Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode due to low pacing impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated the information related to the initial reporter of this complaint. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) episode due to low pacing impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.